Event description:
The customer reported that the patient's IV pump was dripping fluid during a heparin infusion. A small hole was noted in the IV tubing where it goes into the pump. The set was changed and discarded; clinical engineering checked the pump and it passed all tests.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.